Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report # 6000093-2007-01561. Clinical trial. It was reported that 555 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention. One day prior to the index procedure, the patient was admitted due to atypical chest discomfort. The index procedure identified and treated two target lesions. Target lesion 1 was a 2.5x20mm, de novo, moderately tortuous lesion of the proximal rca (right coronary artery) with 90% stenosis and was treated with predilation and placement of a 2.5x24mm taxus express2 drug eluting stent resulting in residual stenosis of 0%. Target lesion 2 was a 2.5x6mm, de novo, moderately tortuous lesion of the proximal rca with 90% stenosis and was treated with direct stenting using a 2.5x8mm taxus express2 stent resulting in residual stenosis of 0%. The patient was discharged one day following the index procedure on asa and plavix. The patient was admitted 554 days following the index procedure for further evaluation of chest pain and coronary artery disease. Treatment 555 days post index procedure consisted of predilation and placement of another manufacturer's 3.0x8mm drug eluting stent in the proximal rca. The patient was discharged the next day on asa and plavix. The relationship of the device to this event was reported as "unrelated" by the investigator. The clinical events committee adjudicated this event in 2007 as "possibly" related to the device.